Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but did not meet release criteria, so the physician partially recaptured the device. During the partial recapture of the closure device, the device was pulled all the way back into the wds resulting in a full recapture. The forward pressure from fully recapturing the closure device resulted in the wds to be pushed through the back wall of the laa. The physician withdrew the wds 2-3mm and redeployed the closure device in the laa. After all release criteria was met, the closure device was released from the core wire and successfully implanted in the laa of the patient. Once the closure device was released, it was noted that the perforation of the back wall resulted in a pericardial effusion. The patient remained stable and showed no hemodynamic changes. The physician performed a pericardiocentesis and drained 300ml of fluid from the patient. The patient was admitted to the intensive care unit and remains under observation.